Event description:
The customer reported that their device would no longer power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Following the device evaluation, the customer elected to not repair the device and requested to have it returned, un-repaired. The cause of the reported failure could not be determined.